Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) was leaking and was in stand by mode. It is unknown under which circumstances this event occurred. It is unknown if there was any patient harm/injury; however there was no adverse event reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp and was not able to reproduce the customer's reported issue. Upon review of the iabp log files, the stm and observed multiple ¿gas loss in iab circuit¿ logged on the event date. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) was leaking and was in stand by mode. It is unknown under which circumstances this event occurred. It is unknown if there was any patient harm/injury; however there was no adverse event reported.